Manufacturer narrative:
This is a final report. The device has been returned, and an investigation has determined the complaint is not confirmed. The reported results were not located in the meter's internal memory log.

Event description:
Customer's mother reported that in 2009 she received readings of 248 mg/dl, 208 mg/dl and 172 mg/dl on her daughter's (customer) freestyle freedom blood glucose meter within 10 minutes of each other. The results when plotted on a parkes error grid fell into the "a" and "b" zones showing the difference in values is not considered to be clinically significant. She also reported results of 135 mg/dl and 95 mg/dl, which was a comparison between the freestyle freedom meter and a competitor's meter. She further reported administering insulin to her daughter based upon the readings she had obtained and noted the customer then experienced a seizure. Paramedics were called and treated the customer with a glucagon injection and glucose gel. It is unknown if the paramedics obtained a glucose reading. There was no report of death or permanent injury associated with this event.